Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. Customer¿s blood glucose level was 51 mg/dl. The customer stated that her she went to bed with a 136 mg/dl, then went down to 96 mg/dl. Customer stated that yesterday she did huge exercise and was running low. Customer stated that she lowered her basal about four hours prior and went low. Customer stated the settings are correct. The customer was treated with drank juice for the low blood glucose. Customer declined to troubleshoot for low readings the product was not returned for analysis.